Event description:
It was reported that during a low anterior resection procedure, the hand switch would not work. Another device was used to complete the case. There was no adverse consequence to the patient

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.